Event description:
On (B)(6) 2021, the user contacted dario to report elevated blood glucose (bg) readings. Prior to contacting dario, the user reported receiving a bg reading of 347 mg/dl. Due to this elevated reading, the user went to the hospital, where her bg level was tested and was found to be reading within her normal range. Therefore the user was released home, without any medical treatment. The user does not measure her bg level on a regular basis and only tests once or twice a month. While on the phone with dario's representative, it was determined that the user had been using strips that she opened over a year ago, and therefore were expired. As per dario's test strips labeling "use within one month from first opening the cartridge foil". Dario's representative explained to the user that strips that have been opened for more than 30 days can cause inaccurate readings. It was also determined that the user was transferring strips from one cartridge to another. Dario's user guide states in the storage and handling section: "do not transfer test strips from one cartridge to another." A replacement of dario's strips and control solution were sent to the user to further investigate this issue. Multiple attempts to follow up with the user were made, in order to confirm that the issue is resolved with a new cartridge of strips, however, no response has been received to date. The high bg readings may have been due to the use of expired strips. Not enough information regarding the old strips to investigate. No other product problem was reported. No resolution is available.